Manufacturer narrative:
The customer stated a discrepancy in the calcium (calc) recovery bias, but the bias of 0.5 to 0.8 mg/dl difference is within the precision of the assay. The customer also stated that there have been problems with na and calc qc prior to the event. The customer bleached the modular chemistry (mc) sample probe and replaced the na and calc electrodes. The customer then recalibrated the system and ran qc which resulted within range. Service was rescheduled, but customer cancelled as the issue was resolved by the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false high sodium (na) results when compared to the recovery on another instrument, generated by the synchron lx20 pro chemistry analyzer. No erroneous results were reported outside the laboratory. The issue was noticed when the patient samples began to fail delta checks. The samples were rerun on an alternate instrument, results were lower, and those results were reported. The customer did not provide any specific examples, but stated that the na results on the original instrument have run 5-8 mmol/l higher than the alternate instrument. There was no affect to patient treatment.